Event description:
It was reported that the 9800 system made a popping noise from the x-ray tube. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The cables were re-greased and the x-ray tube was replaced during the svc call. The system was tested and found to be working as intended and put back into svc.